Event description:
On march 16th 2010, baxter (B)(4) product surveillance was notified of a complaint from a customer regarding one clearlink system buretrol add-on set, lot# unknown, (B)(4). The customer indicated that they encountered an upstream occlusion alarm during patient use. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One actual unit was received related to no flow / restricted flow condition. During visual inspection, a crack was observed in the chamber. The device was pressured tested at 8psi and failed testing. The confirmed condition was crack in the burette chamber. The probable cause for the cracked condition could be related to squeezing of the burette chamber beyond the structural limits.